Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No changes or intervention were reported. The patient was in stable condition.